Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is drowning and send water down to her throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.. Section b5 has been corrected and should be reported as: the manufacturer received information alleging device is drowning and send water down to her throats related to a CPAP device's sound abatement foam.

Manufacturer narrative:
Additional information was received on oct 22, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged complaint of the device is drowning. Sends water down her throat. Particles in tubing/chamber. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that there is broken ui knob. The air oulet port, air inlet, pca (printed circuit assembly) had dust -like contamination. Dust-like contamination on the top of the blower box lid and surrounding area and blower motor and inside of the blower box. Boottom enclosure had dust-like contamination. Air inlet seal had yellowed and had dus-like contamination on it. Unknown white dust-like contamination on flip lid seal , on and under the heater plate, dry box sea, water tank and throughout humidifier enclosure. Manufacturer observed white and brown dus-like contamination in the iso port. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.